Event description:
A (B)(4) distributor shipped back monitors sn (B)(4) indicating that "various service codes" were displayed.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitors sn (B)(4) have been completed. The reported problem (service codes displayed) was confirmed. Device download revealed 204 belt related error codes. The cause for the code 204 was a loose electrode belt connector on both monitors preventing proper communication between the electrode belt and the monitor. The root cause for the loose connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the loose electrode belt connector. Sn (B)(4).